Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 29 devices were received for evaluation; 28 events were confirmed during testing; 4 devices were found to be affected by cleaning, degradation and lubrication; 15 devices were found to be affected by degradation and lubrication; 2 devices were found to be affected by degradation, lubrication and fracture; 5 devices were found to be affected by degradation; 2 devices were found to be affected by lubrication; the reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. 3 devices were not available to stryker for evaluation. This device is not repairable and was not returned to the user facility there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 32 malfunction events in which the device overheated, 1 event had patient involvement with no patient impact, 31 reported events had no patient involvement or patient impact.